Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the console for the 311, 307, 297 errors. The system errors cleared and the system started up with no errors after a power cycle. There were no further issues detected in the error logs. The next day, the fse returned to service the system again after the errors were reported to have returned. The fse reprogrammed the system for the reported problem. The fse also updated the system software. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered errors after a power outage. The site did a few power cycles, breaker resets, and emergency power offs (epo) with no resolve. The site informed they were going to proceed laparoscopically. The technical support engineer (tse) reviewed the logs after the phone call, which reflected that the system could have come back on with no errors. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery to continue. No additional port sites were added. There was no harm to the patient.